Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to address this issue. The patient was recovering after the procedure.